Manufacturer narrative:
Additional information: h2, h6, and h11. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leak while using pd set. It was further reported that the "floor was found to be sprayed wet with potion." It was reported that a hole was found "in the lines of the cassette". The day after, the patient experienced diarrhea. The patient went to the hospital and was diagnosed with peritonitis. The patient received unspecified treatment for the event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.